Event description:
It was reported that customer contacted support regarding pump concerns and arrangements for replacement, while planning to continue using current pump and rely on alternate method if necessary to ensure insulin delivery was not interrupted. There was no reported impact to the customer¿s blood glucose level. Customer support confirmed warranty status and shipping details.